Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken blade. The blade broke at roughly 0.099 from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the surgeon noted an issue with the harmonic ace during instrument manipulation. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury.